Event description:
The user_s hearing performance with the device is affected since about 1.5 months. The user is using the external processor, but information about performance is not given. The device has been explanted due to recurrnt infections which were not being resolved with medication.

Manufacturer narrative:
Additional information: according to the information received from the field in situ measurements showed several fluctuating hi channels likely due to physiological changes inside the cochlea caused by re-current infections. Further the electrode extruded into the external acoustic meatus. In addition a choleasteatoma was present which might has contributed to the extrusion. A revision surgery to explore the middle ear was performed. During the procedure the electrode was cleaned and re-inserted. In situ measurements on the day of the revision surgery showed all channels within specification. However latest measurments showed the most apical channels with hi status again. The concerned device was explanted but has not been received for investigation yet.

Manufacturer narrative:
Additional information: according to the information received from the field in situ measurements showed several fluctuating hi channels likely due to physiological changes inside the cochlea caused by re-current infections. Further the electrode extruded into the external acoustic meatus. In addition, a cholesteatoma was present which might has contributed to the extrusion. A revision surgery to explore the middle ear was performed. During the procedure the electrode was cleaned and re-inserted. In situ measurements on the day of the revision surgery showed all channels within specification. However latest measurements showed the most apical channels with hi status again. The recipient will be monitored by the clinic.

Event description:
The user_s hearing performance with the device is affected since about 1.5 months. The user is using the external processor, but information about performance is not given. The hospital has told the patient to come back for a follow-up after 1-2 months to monitor the impedance and the fitting values.

Event description:
The users hearing performance with the device is affected since about 1.5 months. Mastoid exploration surgery is planned to analyze the state of the implant and explantation is being considered, if needed. However, no immediate reimplantation is planned. The clinic will monitor for reoccurrence of the infection. If applicable, reimplantation will be performed after 3-6 months.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.